Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the inferior haptic became dislodged and resulted in iol dislocation into the posterior cavity of the eye. The surgeon implanted a second lens of same model in the sulcus, while the first lens remained in the posterior cavity. Add¿l info was received from the surgeon who reported the dislocated iol was explanted in a secondary procedure. Per the surgeon, a new iol was also ¿reimplanted¿ with an iris ring during the secondary procedure to better visualize the anterior capsule.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).